Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 40 months of implant time. Dissatisfaction with respect to longevity was expressed.